Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported following the intraocular lens implantation the patient had experienced starbursts when driving at night and is starting to notice it while driving during the day. A yag was performed in each eye and there was no improvement. There are two medical device reports associated with this patient. This report is for the left eye.